Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 device code(s) by adding code-2907. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. Corrected h6 component codes by replacing code-439 with code-4755. Corrected h6 type of investigation by replacing code-4117 with code-4114.

Event description:
Through edwards implant patient registry, it was reported that a 25mm 3000tfx pericardial valve, implanted in the aortic position, was explanted after an implant duration of 10 years, six (6) months due to degeneration, dehiscence, paravalvular leak and insufficiency. The patient presented with dyspnea on exertion and pedal edema. The procedure was performed with a 25mm 11500a inspiris resilia valve. The patient tolerated the procedure well and is in a stable condition. There was no investigational evidence of a premature failure.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration, paravalvular leak, insufficiency in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through edwards implant patient registry, it was reported that a 25mm 3000tfx pericardial valve, implanted in the aortic position, was explanted after an implant duration of 10 years, six (6) months due to degeneration, paravalvular leak, insufficiency. The patient presented with dyspnea on exertion. The procedure was performed with a 25mm 11500a inspiris resilia valve. The patient tolerated the procedure well and is in a stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.